Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump cannot go out from resume basal. The customer¿s blood glucose level was unknown at the time of the incident. Pump stopped before low and when customer press ok and confirm on resume basal it just goes back to the same question in a loop. She had tried to get it sorted for several hours and has now disconnected and gone to back up plan as per doctor. The insulin pump will be returned for analysis.